Manufacturer narrative:
The investigation of the product problems in this report (n= 504) did not conclude any unacceptable product problems with the affected devices. The events summarized are known inherent risks of the device, which are identified in the risk assessment and are included in the instructions for use. Trending analysis performed for each of the event confirmed that the failure rates are in accordance with acceptance criteria based on scientific literature. No remedial action was therefore necessary. Internal reference number: qn (B)(4).

Event description:
This report summarizes n = 504 malfunction events. It includes known malfunctions, such as fractures at placement, separation failures, malposition of the device and material deformations. The age range of the patients involved is: 13 to 94 years (average: 58 years). The gender breakdown is: 134 male, 127 female and 243 unknown.